Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump had 26.2 ml left of 112 total volume. Patient was not affected. No further information available.